Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead's pacing system had pacing impedances increased to > 2000 ohms, and that capture thresholds had increased to 6.5v at 0.5ms. The changes occurred since the beginning of 2013. The shock lead impedance was fine. The device was reprogrammed to vvi 40 to minimize pacing, and monitoring continued. Approximately ten months later, surgical intervention was performed and it was reported the lead had insulation issues and was fractured, however that was not confirmed by x-ray or reproduced on the pacing system analyzer (psa). The lead was surgically abandoned, and this device was explanted. A new right ventricular lead and implantable cardioverter defibrillator were implanted. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A high powered microscopic visual inspection of the lead barrels and header of the device noted a slight amount of body fluid contamination was noted in the lead barrels. All seal plugs and set screws functioned normally. No holes were noted in the seal plugs. The header is fully and properly attached to the case of the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were unable to be confirmed through analysis.